Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, blood coagulation disorder, infection, inflammation, mobility. Patient had slightly pain, implant was already loose.